Event description:
Doctor stated that without making effort to the guide it is broken preventing it from moving forward. It became necessary to use another catheter. Additional information indicates that the guide kinked.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Doctor stated that without making effort to the guide it is broken preventing it from moving forward. It became necessary to use another catheter. Additional information indicates that the guide kinked.